Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined the unit was out of calibration and comb was damaged and the bearings and comb were replaced and device recalibrated and resolved the reported issue. It was noted that the device has not been regularly returned for recommended annual pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the unit does not work. Investigation found the comb was bent. No adverse event was reported as a result of this malfunction.